Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the down arrow keypad button has been intermittently unresponsive for the past couple of weeks. She denied any peeling of the rubber keypad; denied exposing the pump to water or cleaning products; and stated that she wears the pump in her bra or on her waistband.